Manufacturer narrative:
Pump passed displacement test and self test. No moisture damage under lcd screen or on electronic/motor assembly noted. Unit was received with completely broken reservoir tube lip, cracked battery tube threads, cracked lcd window, cracked case at display window corner and missing end cap sticker. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer stated that there was a crack in the housing and they took the insulin pump off and when the customer come back it looked like there condensation in the display screen and now it will not come on. The customer reported that the right corner of the display screen. The troubleshooting was performed for damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan and the insulin pump will need to be replaced. The insulin pump will be returned for analysis.